Manufacturer narrative:
Date received by manufacturer: 23jun2019. Date of report: 08jul2019. MFR. Report #:2031642-2019-03641 is a duplicate of an event previously reported under MFR. Report #:2031642-2019-043093. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2019-043093. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen failed to calibrate and that he touch was inaccurate. There was no patient involvement.